Manufacturer narrative:
UDI # not available as product was manufactured on or before 23 sept 2014.

Event description:
It was reported that the patient present routine in-clinic follow-up. An interrogation of the device found that high capture threshold exhibited by the right atrial lead. No interventions were made. The patient was asymptomatic.

Manufacturer narrative:
Correction: h6 health effect - impact code.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the atrial lead was capped and replaced on 16 dec 2022, due to a loss of capture discovered during an in-clinic follow-up. There were no adverse patient consequences reported.